Manufacturer narrative:
It was observed during the device inspection, the gastrointestinal videoscope had whitish foreign material inside the air/water tube, jet tube and the air/water cylinder. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope had whitish foreign material inside the air/water, jet tube and the air/water cylinder. There were no reports of patient involvement.